Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing occurred in the flow sensor on the device side and the flow sensor on the oxygen blender module side. The device's sensor board and oxygen blending module board need to be replaced to address the issue. However, the repair was not performed as per the customer's request. The overhaul which had been requested was canceled as well. The device will be returned to the sales office.